Manufacturer narrative:
Concomitant medical products: w3dr01 ipg, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported it was reported that the patient complained of irritation at their implantable pulse generator (ipg) site. The ipg was repositioned and it was opted to remove the partially cut rv lead. No further patient complications have been reported as a result of this event.